Event description:
A malfunction alarm identified as "malf 15" was reported. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.